Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a double feed in the jaws. The sample appears used as there is biological material present on the device. First, the two clips in the jaws were manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired since the next clip was removed. On the next attempt, the clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same results for the remaining clips. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The double feed is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining, including the two clips returned in a double feed, in the channel indicating that 6 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loaded properly" was confirmed based upon the sample received. One device was returned with a double feed in the jaws. The device was received with 9 clips remaining, including the double feed, indicating that 6 clips were fired by the end user. After removing the two clips returned in the jaws, the remaining clips were able to fire properly and were successfully applied to over-stressed surgical tubing. The double feed is an indication that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that some clips were not loaded properly during a laparoscopic hepatectomy. Also, the jaws did not open smoothly after ligation. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900682 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips were not loaded properly during a laparoscopic hepatectomy. Also, the jaws did not open smoothly after ligation. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.